Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with harmonyca®, botox®, and skinvive by juvéderm®. The patient subsequently developed a reaction, suspected to be an abscess. No immediate color change was observed following the injections; however, approximately 48 hours later, the patient reported discoloration and pain localized to the right malar region. Hyaluronidase was administered to the area of discoloration, and capillary refill was observed following the injection. The patient was started on oral medications including ribotrypsin, aspirin protect, clindamycin 600 mg, diclofenac, along with topical bacitracin. The following day, hyaluronidase was readministered and several larger vesicated were drained. Clindamycin was then replaced with levofloxacin, and topical bacitracin was switched to recoveron. At the next follow up, the patient reported slight improvement, with good capillary refill noted. Symptom are ongoing.